Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic-assisted distal gastrectomy, when the surgeon clamped the tissue and attempted to fire (second firing), but the firing did not advance. A new device opened to complete the case. The surgical time was extended by less than 30 min. There was no patient injury.